Manufacturer narrative:
Additional information: the customer¿s report of the tubing came apart (or at least leaked) during infusion at the lower extension was confirmed during visual inspection of primary set model 2426-0500. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed the set¿s tubing was separated from the location where it would connect to the inlet portion of the set¿s distal smartsite. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. Functional testing was not performed on the set due to the set¿s separated tubing and missing components and the obvious leak that would occur. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite inlet due to equipment and/or operator error. Due to the separation, a leak would have occurred at this location.

Event description:
It was reported there was tubing that came apart (or at least leaked) during infusion at the lower extension. Although requested, there were no further details or information provided and no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported there was tubing that came apart (or at least leaked) during infusion at the lower extension. Although requested, there were no further details or information provided and no report of harm.